Manufacturer narrative:
The product was returned and evaluated by co. The eval included a visual examination and testing for patency, pressure/flow characteristics, preimplantation pressure and siphoning. Proteinaceous residue and fluid were present in the valve siphon control and membrane areas of the valve. There was also a small amount of dried blood-like material on the upper membrane of the valve siphon control and on the outer surfaces of the inlet connector. This product met all co performance specifications.

Event description:
Product was implanted on 11/10/93 and revised on 10/25/96. Valve did not perform up to srtandard when tested for shunt revision. Manometer reading of 0.